Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm on (B)(6) 2010. It was reported when the patient returned for follow up on (B)(6) 2018 right limb occlusion was identified caused by migration of the main bifurcated aneurx stent into the aneurysm sac. Intervention was completed resulting in leg amputation. It was also reported the patient has other medical issues. Per the physician the cause of the event was anatomy related due to neck dilation. It was confirmed the occlusion did not extend into the bifurcated stent graft. No additional clinical sequelae were reported and the patient will be monitored.